Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2025 the patient visited the hospital and was diagnosed with hyperglycemia. The patient reported her blood glucose levels began to elevate and would not decrease despite correction bolus injections. The patient noted leaking from the pod and replaced it with a new pod; however, this did not correct the blood glucose level. The patient's blood glucose levels reached 300 mg/dl while wearing the pod between 4 and 24 hours. Reported symptoms include high blood glucose levels and dizziness. At the hospital, the patient was treated with IV fluids. The patient was released the same day.